Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did meter to lab comparison tests. At a scheduled doctor visit, in a fasting state, his blood glucose meter reading from a capillary test was 88 mg/dl. Two minutes later a venous draw was done; the lab result was 241 mg/dl. He did not have any symptoms. On follow up, the lifescan rep noted that the reporter uses correct testing techniques and checks the confirmation dot. He did not have control solution available for testing.